Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient was implanted with a gore tag thoracic endoprostheses ((B)(4)) to treat a thoracic aortic aneurysm. During the procedure, a 'chimney graft' technique ((B)(4)) for left common carotid artery was performed. The final angiography showed no endoleaks. The patient tolerated the procedure. After the procedure, the patient suffered a stroke. The patient underwent rehabilitation for the stroke at regular intervals. The prognosis is unknown. No further information was obtained.